Event description:
Per medwatch: the valve was explanted due to severe aortic insufficiency and aortic root distention. The valve will be returned to the hosp after testing has been completed at sjm at their request.